Event description:
It was reported by the rep that the (1) hp053 was used during a tonsillectomy procedure. It was reported that the handpiece did not work from the start of the case. Troubleshooting was performed and it was determined the handpiece was not working. The surgeon did the entire case with bovie. There was no pt consequence.